Event description:
It was reported that during a follow up, one nsvt episode was observed due to noise. The lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.